Manufacturer narrative:
Submit date: 2017-10-09.

Event description:
The enteral feeding pump was returned back to stock with no issues reported. Upon triage on (B)(6), the service tech found the unit had no audio; the unit did not make any sound when switched on and off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not make any sound when switched on and off. The unit was triaged and the customer¿s reported condition was confirmed. Buzzer circuit components were found to be corroded. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.